Event description:
It was reported to boston scientific corporation that a uphold implant and a advantage implant were implanted into the patient on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: (B)(6) pain; pelvic pain; off vag dis; diff bowel; rec incont; oth pain: ongoing vaginal infections. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: lyrica for the treatment of: pain treatment. Treatment duration: 3 years. On (B)(6) 2018 the patient commenced incontinence medication: vesicare and betmiga for the treatment of: help control incontinence and frequent urination. Treatment duration: 3 years 3 months. On (B)(6) 2021 the patient commenced other medication (please specify): cortisone injection for the treatment of: treat pelvic and hip pain. Treatment duration: 3 months. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): travcort and dalacin v (B)(6) for the treatment of: treat vaginal infections. Treatment duration: 3 years.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.